Event description:
It was reported that the ventilator generated a technical error code indicating software conflict. There was no patient harm. Manufacturer's ref.(B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Despite several reminders, the only information received regarding this complaint is the information provided in the complaint form and the support case, which is not enough to determine the root cause of the reported error. There is no information on how the reported problem was solved, whether any parts have been replaced or if the software version was reinstalled. The device logs have been received, however we have not been able to verify the reported error in the logs. The system software contains all available system functionality. The software is distributed across the subsystems. The installation procedure ensures that all subsystems are properly updated. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-n, corrected brand name: base unit servo-n. D4 ¿ version or model # - previous version or model #: servo-n, corrected version or model #: 6688600.